Event description:
The patient reportedly experienced a decrease in performance after having an oedema on the implant side. The patient was treated with antibiotic therapy (type unk) and oedema has fully disappeared; however, the performance has not improved. The patient continues to be monitored. Once more information is obtained, a follow up report will be sent.